Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum and infection (post-procedural) are known complication of a peg tube/ j-tube placement. Health effect clinical code of 4581 was chosen to capture the event of pneumoperitoneum. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A nurse reported that the patient had acute pain after the first food intake on (B)(6) 2023, which was difficult to resolve with intravenous analgesics. An x-ray was performed which revealed a pneumoperitoneum. Gastroenterology service indicated nothing by mouth diet, serum therapy, and intravenous analgesics. Duodopa therapy was maintained. Despite the pneumoperitoneum, the patient was calm, lively and at rest without pain. On (B)(6) 2023, the patient developed a low-grade fever and a blood test revealed markers of infection (unknown source). The patient was treated with piperacillin/tazobactam with a good response. It was reported that the stoma site was in good condition, tubes had good mobility, and were permeable. On (B)(6) 2023, the pneumoperitoneum resolved. At the time of report, the patient was getting discharged. No further information was available.